Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, haptic was damaged after insertion. It was found that the leading haptic had detached from the base of the optical part. The broken haptic was removed from inside the eye, the optical part of the iol was cut in half and extracted through the incision. The procedure was completed with another iol on the same day. There was no patient harm. Additional information has been received indicating a potential corneal endothelial disorder in the patient. The intraocular lens (iol) was explanted and replaced with another iol in initial procedure. Postoperatively, rho kinase inhibitor, was prescribed in the form of eye drops, and the patient experienced no complications following the procedure.

Event description:
The additional information received that there was no problem with postoperative course.

Manufacturer narrative:
Corrected information was provided in h.6. FDA patient codes (e0806) has been updated to e2401. The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the haptic insertion area (not returned). The lens is cut in half, typical of insertion and removal from the eye. The lens is split along the area where the optic was cut. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. Information regarding the viscoelastic was not provided. It is unknown if a qualified combination of products were used. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if a qualified combination of products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).